Event description:
Medtronic received information that following a corevalve implant, a pericardia effusion and tamponade were noted due to left ventricle perforation caused by the amplatz super stiff guide wire. Protamine and fluids were given and the patient was observed closely. No hypotension was noted (systolic blood pressure stayed above 90 mmhg). No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).